Event description:
Information was received as a result of a poster presentation that was presented by a group of surgeons attending the american association of hip and knee surgeons (aahks) conference. The case study being presented was for total hip arthroplasty utilizing large head metal on metal devices. The information in the presentation suggested that patients required revision surgery due to persistent groin pain. A biomet representative followed up with one of the surgeons and it was relayed that only one failure was with a m2a magnum total hip, however, product identification was not provided. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification needed to review device history records was unavailable. This report filed (B)(6) 2010.